Manufacturer narrative:
Device returned to manufacturer. A device history record (DHR) review was performed for part # 314.467 lot # 7439601: release to warehouse date: 03 oct 2013, expiration date: na, manufactured by synthes (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed. The 314.467 lot number 7439601 t8 stardrive screwdriver shaft was returned and reported to have been found in sterile processing with a twisted tip. This complaint condition was likely caused by over three years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, DHR review, and drawing review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were observed during the course of this investigation. The 314.467 t8 stardrive screwdriver shaft is an instrument routinely used in the 2.4mm lcp radial head plates per relevant technique guide. The device was returned and reported to have been found in sterile processing with a twisted tip. This condition is confirmed; the tip is twisted around the circumference of the shaft in the direction of resistance from insertion. It is likely that over three years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in 10/2013 and is over three years old. The balance of the returned device is in fairly worn condition with some markings and some faded etchings. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Concomitant medical products: corrected data: removed serial number and added lot number, corrected UDI number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Additional device product code is kwq. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Telephone number: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a stardrive screwdriver shaft t8105mm was discovered in sterile processing with a twisted tip. No known patient involvement. This report is for one (1) stardrive screwdriver shaft t8105mm this is report 1 of 1 for complaint (B)(4).